Event description:
A report was received that the patient was experiencing left sided ipg site pain since implant. The patient will undergo a revision procedure wherein the pocket will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing left sided ipg site pain since implant. The patient will undergo a revision procedure wherein the pocket will be relocated.